Manufacturer narrative:
Failure analysis revealed that the vibrator motor did function properly during self test. No vibration anomaly noted during testing. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. All the operating currents are within specification and no unexpected low battery or off no power alarm noted. The unit was received with cracked case on the bottom right side corner at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the vibrate function of her insulin pump was not working. She elaborated that the insulin pump was on vibrate mode and the vibrations just became weaker and weaker until they were no longer working. The customer also stated the insulin pump was not delivering insulin like it used to. The customer ran a self-test and the pump did not vibrate. The customer was advised to revert to a back-up plan. Her blood glucose was 160 mg/dl. Nothing further was reported.